Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that on (B)(6) 2015, an arkon anesthesia machine failed to ventilate when the bag / vent switch was engaged at the start of a case. No one was injured as the result of this event.